Event description:
It was reported that the patient underwent a spinal procedure on (B)(6) 2014. During the surgery, one screw slipped and was replaced to complete the surgery. No impact was reported to the patient. The patient¿s current status is "overall ok".

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Product analysis : functional evaluation with a sample mas found the implant was able to be fully engaged into the mas head without issue. After visual, optical and functional evaluation, no evidence was found that would suggest a defect in manufacturing or processing of the implant or associated components. The implant appears to be capable of performing its intended function.